Event description:
Additional information received from the affiliate indicated that eight weeks post aneurysm coiling procedure using micrus coils, the patient was presented to the hospital. The patient was extremely unwell, suffering from multiple aggressive seizures. The MDR scan showed subcortical swelling with bilateral white matter involvement. Initially it was assumed that her symptoms could possibly be related to her previous coiling procedure and she may have adem. However since then, the medical team and neurologists are convinced that it is co-incidental and that the implantation of micrus coils and the patients symptoms are completely unrelated. Since then, the patient has been progressively improving. Unfortunately the patient does not have a definite diagnosis and the physician could not predict the exact cause of illness. Multiple sclerosis has not been ruled out.

Event description:
Per received report, an inquiry email from a neurologist in (B)(6) inquiring if there are any reports from micrus bare platinum coils causing adem (acute disseminated enxcephalomyelitis). A patient had a coiling procedure with micrusphere and deltapaq being placed.

Manufacturer narrative:
Note: based on additional information, there was no event or product malfunction associated with the device, and therefore does not meet the criteria for reporting. Additionally, no further reports will be forthcoming for this medwatch report.

Manufacturer narrative:
(B)(4). The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.